Manufacturer narrative:
The customer reported that the battery failed and was due for a replacement. The customer reported that the battery was about 5 years old based on the date of manufacturing. A replacement battery was ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery failed and was due for a replacement. The customer also stated that the battery was about 5 years old based on the date of manufacturing. A replacement battery has been ordered for repair. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user.